Event description:
A pt reported experiencing inaccurate erratic results with an ot ii meter. The pt's blood glucose results were 88mg/dl, 98mg/dl, 128mg/dl. Tests were done less than 10 minutes apart with a difference of 23%. Pt did not experience any adverse events. No further info has been reported.